Event description:
For approx 2.5 months, pt had been experiencing buzzing sensation behind left ear where brain lead for medtronic soletra deep brain stimulation system met connector. System diagnostics had been run and indicated no system malfunction. Medtronic rep suggested replacement of connector behind left ear. Surgery under general anesthesia performed in 2008 by a dr at the hospital, led to replacement of left independent pulse generator and extension wire from ipg to connector. Dr told pt that one of the connections in ipg was malfunctioning. Buzzing sensation stopped after surgery. Dose or amount: 3.2 volts, frequency: continuous, route: intracerebral. 3.0 volts, continuous, intracerebral. Dates of use: 2006 - 2009. Diagnosis or reason for use: parkinson's disease, dyskinesia. Event abated after use stopped: yes. Event reappeared after reintroduction : no.